Event description:
It was reported that pump experienced malfunction and displayed malfunction code that could not be reset, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Technical support arranged shipment of replacement pump with updated software.